Event description:
Boston scientific crm received information that six months ago, this left ventricular (lv) lead was exhibiting an impedance measurement of 883 ohms. Most recently, impedance measurements greater than 3000 ohms in lv tip to ring configuration and unipolar configuration were observed. Additionally, threshold measurements had increased. The caller stated that the patient was not feeling well which was probably the result of no bi-ventricular pacing. The caller was inquiring about what configuration she should leave the patient programmed to. A boston scientific crm technical services consultant discussed the clinical observations with the caller and stated they should leave the lead programmed to unipolar configuration since it is a unipolar lead. It was later reported, that this lead had sustained a fracture and was explanted. A competitive lead was implanted without further incident.

Event description:
--

Manufacturer narrative:
The lead was returned following the initial report being processed. Upon receipt in our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the conductor coils were fractured at 355 mm which is 37 mm distal to the distal end of the suture sleeve. Lead testing revealed that all four wires of the conductor coil showed a fatigue fracture mode with a titanium rich inclusion at the origin. Final analysis determined that the fracture initiated at the inclusion for all four wires and propagated due to fatigue until the stress became great enough to result in the remainder of the wire to experience an overload force. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.